Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a prolapse repair procedure in 2010 (exact date unknown). The patient, who is over 18 years of age, recently had the implanting physician remove all of the pinnacle mesh from her due to pelvic pain (exact date of mesh removal and date of onset of pelvic pain unknown). All other information, including the patient's current condition, is unknown.

Manufacturer narrative:
(B)(4).the complainant indicated that the device was not used past its expiry date.